Event description:
Add'l info from the user facility indicates that there was no malfunction of the anesthesia machine. The problem was noticed when the operator was unable to inflate the breathing bag for manual ventilation, the ventilator had not been turned on. The entire event took approximately two (2) minutes, the pt had not been preoxygenated. The user facility does not expect or request any corrective action on the part of co.